Event description:
Healthcare professional reported injecting a patient ck1, ck2, ck3 with 1 ml of juvéderm® voluma® with lidocaine. The patient complained against ¿swelling, redness, itchiness¿ at the injecting site and ¿painless induration (nodule) in the soft tissues of left cheek anterior part and eels when pressed. Variable in density, size and is associated with seasonal acute respiratory infections (deemed not device related).¿ upon visual examination, the skin is normal with ¿slight swelling in the area of the malars¿ that is more pronounced on the left. ¿on palpation, in the projection of ck3, a non-rigid painless formation (nodule) is determined, not soldered to the surrounding tissues, with a diameter of 3mm.¿ the patient was diagnosed with ¿nonspecific granuloma of hyaluronic acid-based filler¿ and ¿biofilm (cold knot)?¿ biopsy was not provided for event of biofilm and granuloma. The patient was given wobenzym® 3 tablets 3 times a day for 1 month, microcurrent therapy, and lymphatic drainage program 10 minutes daily (10 procedures). The nodules cease to be palpable after 1 week. The discovery of an apical cyst of the 4th tooth on the left led to the control ultrasound. Two months later, the patient was treated with longidaza® 3000 iu rectal and vaginal suppositories (1 at night, daily, n 20). After treatment, a follow-up ultrasound was done that found ¿no cystic formations in the tissues in the projection of ck1 and ck2 on the right and left.¿ events status is unknown.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. [Invest. Conclusions code]: the events of inflammatory nodule and infection are a known potential adverse events addressed in the product labeling. The event of associated with seasonal acute respiratory infections, deemed not device related is considered an unexpected adverse drug experience.